Event description:
It was reported that during a laparoscopic appendectomy, the surgeon could not open the jaw of the device after it was fired. The case was completed with a like device with no pt consequence.